Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the battery cap was unable to fully tighten to the pump. The battery cap measurements were found to be within specifications. The battery cap threads were damaged. There were battery compartment cracks observed in the thread area and below the grip pad. Pump reboot events were observed in the black box on 02/07/2015. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. There was no evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. The reporter noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.